Event description:
It was reported that post system implant procedure, a chest x-ray was performed which showed that the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced. The patient was stable.

Event description:
New information indicates that the right atrial lead exhibited a helix anomaly.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue. Visual and x-ray inspections of the lead did not find any anomalies.